Event description:
It was reported that the handpiece began overheating during a wisdom tooth sectioning. There was no reported pt or user injury, and the procedure was completed with the same drill.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause of the overheating was the motor bearings, nose cone, and front bearing stop, which were each replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.